Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device, referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted using two proglide devices via a 7fr sheath, after an angioplasty interventional procedure. Reportedly, when the plunger was removed, the suture did not come out and the knot was loose with both proglide devices. An additional proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4); use after the use by date specified in the instructions for use. Evaluation summary: visual inspections were performed on the returned device. The reported needle to cuff miss and loose knot was confirmed. Analysis of the retuned device found a posterior foot break. The detached foot was not returned with the proglide device. In addition, the returned device analysis found one anterior cuff tab detachment that was not returned with the device. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size; a missing cuff tab is not visible without magnification and would not be noted by the user. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Review of the labels attached to the device history record for this lot was conducted and the label indicated an expiration date (use by date) of 25-november-2017 and the procedure date was (B)(6) 2018 which is post expiration. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.